Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported problem, "monopolar energy isn't working" was not able to be confirmed via system logs; however, system logs did confirm the c-34 error on startup. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using the system, and upon powering on, error c-34 would appear. When attempting to cauterize using any monopolar port, the unit would not recognize the instrument. The probable root cause is likely to attributed to monopolar ports 1 and 2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) found the probable root cause to be attributed to an out of tolerance hf voltage which triggered error c-34 and 25913 consecutively.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to getting repeated error c-34. System tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted sigmoin colectomy surgical procedure, the customer informed the technical support engineer (tse) that the monopolar wasn't working. The customer stated they received c-34 error. The tse confirmed the c-34 error in the logs. The customer stated they changed the energy cable, rebooted the erbe, moved the monopolar energy cable from the top port to the bottom port on the erbe, reseated the drape but the issue remained. The customer rebooted the davinci system and erbe, but the c-34 error still occurred. The customer stated their other davinci was in use. The customer stated they were connecting the valley lab force triad to use as a backup generator and proceeding with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up: the nurse informed the issue happed in the middle of the procedure. There was a delay of 15-30 minutes to hook up the valley lab force triad. The case was completed with a third-party generator. There was no harm or injury to the patient.